Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, aortogram and transesophageal echo cardiogram (tee) revealed that the valve was placed too deep resulting in moderate paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve and reduced the pvl to trace. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the pvl was due to suboptimal position as the valve was implanted too deep. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Potential factors that can influence inaccurate delivery include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy, procedural complications, and tension applied on the delivery catheter system (dcs) during positioning. However, with the available information, a conclusive root cause of the deep implant depth could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.